Event description:
Boston scientific received information that during the implant procedure, the patient with this right ventricular lead experienced chest pain after the helix was extended. Perforation was suspected. The lead was repositioned and the chest pain subsided. An echocardiogram revealed some fluid around the heart, but no further intervention was required and the patient was discharged to home. This lead remains implanted and in service. No further patient symptoms were reported.

Manufacturer narrative:
According to available information, this lead was repositioned and remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was obtained. The serial number of this lead was obtained.

Manufacturer narrative:
- -